Manufacturer narrative:
Prior to the event, the ion selective electrode (ise) system was calibrated and qc results were within the lab's established ranges. The instrument's ise maintenance is performed twice a week. A field service engineer (fse) was dispatched: the fse decontaminated the flow cell and replaced several hardware components. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer reported that erroneously low sodium (na) results were generated by the synchron lx20 pro clinical system. The initial results in the range of 127-138mmol/l were reported out of the lab. The physician questioned the results and customer re-tested the original samples on a different instrument. Na results obtained from the different instrument were higher and amended reports were issued. Per customer, there were no reports of patient treatment being affected by the low na results.